Event description:
A facility reported a padgett model s slimline electric dermatome (ID 3539700) was running but when moved forward it seemed to seize and the forward pressure caused a full thickness incision of the skin. The incision was glued and the graft taken with a second dermatome. No surgical delay reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The dermatome was returned for evaluation: DHR - no abnormalities related to the reported failure. Failure analysis - the device is a optical very good shape and was sent in with three width clips( 2,3,4 inch); without power supply and power cords. The device was checked and test cuts where performed to confirm the issue; the problem occurred while using the customer width clips. A series of clean cuts was performed with our test clips and a new blade. The width clips must be replaced. Root cause - width clips were damaged and unable to function properly. Testing functionality of the customer device with integra test width clips found it to work as intended, making a series of clean cuts. Additionally, this device was recently repaired on 18 feb 2022, however the width clips were not returned. Therefore, the root cause is most likely device use over time without sufficient routine preventive maintenance for the width clips in particular. No further investigation required based on the acceptability of risk. This issue and similar events are monitored and trended as required per company procedures.